Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a wearable pairing prompt during session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
It was reported that there was a wearable pairing prompt during session. Product was returned and evaluated. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).